Event description:
One hook on the swivel bar of the electric lift is bent. The sling attaches to the hook. Should it bend further, a resident could fall while the lift is being used. This particular lift states it will hold 450 lbs limit. 4 residents routinely use it and none of them weigh more than 218.0 lbs.